Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
It was reported that a pcu was paired with two pump modules and the pcu experienced a fatal os malfunction error during a patient infusion. The malfunction caused the device to be non-operational from 1:16:50 a.m. To 1:20:10 a.m. The device began infusing again at 1:22:29 a.m. There was no report of patient harm.

Manufacturer narrative:
Patient presented with: shortness of breath the customer¿s experience with a fatal os malfunction was confirmed in the pcu event log and replicated during testing. The pcu error log identified an 800.8000.0 (general os failure) on (B)(6) 2019 at 1:16 am. The analysis of the pcu event log identified prior to the start of an infusion the pump module alarmed for a ¿flow stop open¿, this was followed by starting the infusion in rapid succession. The system error occurred later, when the user selected the same device, programed the same infusion and then started the infusion. Testing performed on the source pcu and returned lvps replicated the system error. The alarm resolution and simultaneously start of the infusion created a race condition. The pump module started infusing, however, the pcu displayed the device in an idle state. The system error occurred when the infusing device was selected and programmed for the same infusion and the infusion was started. The root cause of the fatal os malfunction error during a patient infusion is the result of an 800.8000.0 (general os failure). The 800.8000 issue (255-16-275 on the screen) in this case is due to the race condition of starting the infusion on the pcu at the same time clearing the alarm event on the pump module (safety clamp open/flow stop open).

Event description:
It was reported that a pcu was paired with two pump modules and the pcu experienced a fatal os malfunction error during a primary infusion of levophed. The levophed was infusing at an initial rate of 2mcg/min, with titration orders to increase the rate by 1mcg/min every 2-5 minutes until sbp>=90. The malfunction caused the device to be non-operational from 1:16:50 a.m. To 1:20:10 a.m. Which caused the patient to experience vital sign changes during the event. The device began infusing again at 1:22:29 a.m.

Event description:
It was reported that a pcu was paired with two pump modules, and the pcu experienced a fatal os malfunction error during a primary infusion of levophed. The levophed was infusing at an initial rate of 2mcg/min, with titration orders to increase the rate by 1mcg/min every 2-5 minutes until sbp>=90. The malfunction caused the device to be non-operational from 1:16:50 a.m. To 1:20:10 a.m. Which caused the patient to experience vital sign changes during the event. The device began infusing again at 1:22:29 a.m.